Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the collimator was cleaned and lubricated, which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was booting and showing an error initializing collimator message. The site tried rebooting a few times however the system never initialized. There was no patient present.